Manufacturer narrative:
Section b5: additional information. Section e3: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of infection was from the leg wound. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bacteremia positive for (B)(6). Intravenous (IV) daptomycin was started after initial bacteremia and then switched to IV teflaro. The patient then eventually transitioned to oral doxycycline. No additional information was provided.